Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when her second system was implanted it did not relieve her symptoms. The system was removed and the healthcare professional told the patient there was too much scar tissue which was why it would not work to control her bladder. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No device issues reported.